Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing a syncopal episode. Review of their system revealed loss of capture and high pacing threshold measurements on the right ventricular (rv) channel. At this time the rv lead has been reprogrammed and remains in service. No additional adverse patient effects were reported.